Manufacturer narrative:
The device, used in treatment, was returned for evaluation. Our investigation confirms that the device does not function as intended. This device has been obsoleted and is no longer available for purchasing. Please reference replacement tensioner device 71070341 when replenishing. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, corrective and preventive action is indicated to mitigate future recurrence of similar events. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that the wire tensioner was found jammed and would not tension during a tsf case. No delay reported. No patient injuries reported. An s&n backup was available.